Event description:
It was reported that the metatan screws has been used in a intertan nail. The problem was discovered during post-operative x-ray.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from sweden reports that metatan screws were implanted with an intertan nail. The or-staff complained - regarding our packages since they look very similar. This is a package problem. Reportedly, it is also hard to read the packages because the plastic cover (¿welding¿) lays direct over the text. A revision surgery was performed to remove the metatan screw and replace with the correct intertan screw. The problem was discovered during a post-operative x-ray. Smith and nephew has not received the device or adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Impact to the patient beyond the second surgery cannot be determined. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. The potential probable cause for this event is likely off label use. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.